Event description:
Same case as MDR ID: 2134265-2013-04523, 2134265-2013-04524, 34265-2134265-2013-05006. It was reported that during a cto procedure, a vessel perforation occurred. Vascular access was gained via the right femoral artery with an 8 fr introducer sheath. The chronic total occlusion (cto) target lesion was located in the calcified right coronary artery (rca). The non-bsc cto catheter was introduced into the artery on an unspecified guide wire, and the guide wire was retracted back into the distal end of the catheter and via the spinning technique the attempt was made to introduce the catheter into the proximal cap of the lesion. It was noted that the catheter was tracking into a side branch of the vessel. A non bsc guide wire was introduced into the catheter in an attempt to redirect the catheter to the main vessel lumen. Numerous attempts were made with the catheter and two non-bsc guide wires (in a knuckle fashion), and ultimately the catheter tracked to the distal vessel past the cto lesion via the sub-intimal space. At this time a retrograde angiogram was performed for device placement, this showed a small contained stain at the area of the side branch. The patient was stable and with this being a small contained stain the decision was made to continue the procedure. The catheter was exchanged for another non-bsc cto catheter and using a non-bsc cto guide wire re-entry was made to the true lumen of the vessel. During positioning of the catheter and re-entry, retrograde contrast injections were performed for device placement, there was no notice during these injections of the stain that was seen before. After true lumen placement of a guide wire was achieved, the artery was pre-dilated with a 3.0x20mm emerge balloon in preparation for stent placement and 3 promus element plus stents were deployed from the proximal artery to the distal artery. Additionally, post-dilation was performed with a 3.0x15mm emerge balloon. At this time an antegrade contrast injection was performed which showed a large perforation with contrast extravasation in the general area of the stain that was noted earlier in the procedure. A dilatation balloon was positioned at the perforation site and inflated to tamponade the perforation after this a 3.0 non-bsc covered stent was deployed with difficulty to the site which sealed the perforation. An echocardiography performed was inconclusive for any effusion. During the event the patient remained stable with no adverse effects noted. The patient had remained stable post-procedure and overnight and was scheduled for discharge to home on the following day.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)